Manufacturer narrative:
No components were sent to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system had unexpectedly shut down three times during three separate occasions. Once today and twice last week. The site noticed that the system shuts down after physically moving the cart. The site stated that an internal component may be loose. To restart the system after an unexpected shutdown, they flipped the green switch back and forth. The site requested a system check-out. There was no patient present. (2nd occurrence).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.